Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found wear and tear damage on top and bottom enclosures. The customer stated problem was not duplicated, all 4 temperature levels were reached and stabilized. The cause of the reported problem could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical fluid warmer was fluctuating in temperature. There were no reported adverse events.